Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, e3, h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that along with the "leak in iab catheter" message the fse found an autofill failure message. The fse reconnected all pneumatic connections and checked the equipment. This resolved both alarms. The unit was handed over to the custom.

Event description:
It was reported by customer before use, the cs100 intra aortic balloon pump (iabp) displayed an error message "leak in iab catheter". There was no patient involvement or harm reported.

Event description:
It was reported by customer before use the cs100 intra aortic balloon pump (iabp) had autofill failure. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.